Event description:
Procedure type: laparoscopic hysterectomy. According to the reporter: during the procedure, the doctor noted that one half of the endo stitch needle was missing while looking through the scope and working with the device. The peritoneum was inspected for missing half with out success. An x-ray was taken in the pacu and the needle was visualized. The pt was returned to the or to have the needle removed. This device failure did not prolong pt's normal stay.